Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 20-aug-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a 39-year-old female patient who had essure (batch no. Heo11a2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6) 2016 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number (heo11a2) provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6)2020. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a 39-year-old female patient who had essure (batch no. Heo11a2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6)2016 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Most recent follow-up information incorporated above includes: on (B)(6)2020: essure lot number (heo11a2) provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 07-jul-2020. The most recent information was received on 20-aug-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a 39-year-old female patient who had essure (batch no. Heo11a2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6) 16 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Most recent follow-up information incorporated above includes: on 20-aug-2020: essure lot number (heo11a2) provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6) 2016 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 08-feb-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a 39-year-old female patient who had essure (batch no. He011a2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6) 2016 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Batch no he011a2, production date 2015-10-10, expiration date 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and myofascial pain syndrome ("fascial pain around the body"). The patient was treated with surgery (removed uterus and fallopian tubes, implants optimally). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, arthralgia and myofascial pain syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and myofascial pain syndrome with essure. The reporter commented: essure implants were inserted on (B)(6)2016 into both sides of fallopian tubes without problem. One year later, lower abdominal pain and cramps, which prevented exercise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.